Manufacturer narrative:
Corrected data: h6 - result code: 114 should have been included in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vticmo13.2, -13.50/1.5/134 (sphere/cylinder/axis), implantable collamer lens tore during injection into patient's right eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed intraoperatively. A replacement lens was implanted on (B)(6) 2019, this resolved the problem. Cause of the event is reported as user error.